Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a device replacement procedure due to normal eri, noise was noted which had resulted in oversensing and inappropriate automatic mode switch (ams) episodes. During the device replacement procedure, the right atrial (ra) lead was capped and replaced. The patient's condition was stable and there were no adverse consequences.